Event description:
I was implanted with essure made by conceptus and their informational pamphlet left out important details about containing nickel and said no side effects, which was untrue, I suffered many side effects and ultimately had a hysterectomy. The whole reason for getting essure as my form of birth control was because it required no surgery or down time and had no side effects, yet I suffered a long list of side effects after the implant; such as painful sex, sharp pains, migraines, confusion, mind fog, difficulty seeing, extreme weight gain in only my abdomen, inflammation and many more problems and had to have surgery in the end and down time anyways. I want other ladies to be warned please. This company is wrong also because they put pet fibers in the coils to purposely cause inflammation in order for fallopian tubes to scar around the devices (essure) and pet fibers are not meant for medical devices or inside the human body.